Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and no exception documents for this lot number were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Event description:
The account alleges that the pressure monitoring set was leaking before the withdrawal septum port during preparation. The device was not used on the patient.